Event description:
It has been reported to philips that the tempus pro, after updating the tempus software, it seems that the ECG has set higher sensitivity during recording 12-lead ECG reporting more artifacts.

Manufacturer narrative:
This is a correction report for MFR report 3003832357-2025-000044 as the date received by mfg (rfb) was incorrect. Updated from 03/26/2025 to 03/25/2025.